Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Health effect - clinical code - 4592 -delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced hyperglycemia with high ketone level (no specific value reported), experienced dry mouth, delirium and dizziness. The measurements were taken by the patient and the cgm was reading low and the blood glucose reading was 32.6 mmol/l. The patient called an ambulance and was taken to the hospital and treated there with intravenous (IV) drip for sodium and for hydration. The patient stayed at the hospital for less than 24 hours and was discharged when bg values were lowered with medication. At the time of the report the patient was feeling wiped out and depressed but hopeful that soon she feels better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.